Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported waking up to a blood glucose of 488 mg/dl. Customer's blood glucose later rose to 588 mg/dl at the time of incident. The customer treated their blood glucose with a manual injection and bolus. Customer also reported a bent cannula on the infusion set. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.